Manufacturer narrative:
Continued h.6. [Health effect - impact code]: f2203.

Event description:
Patient rep reported events that have already been captured previously. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5088683. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of seroma-late and lymphadenopathy physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to pain.

Event description:
Patient reported "breast cancer in 2011", ¿started having pain that goes from my rib cage and radiates through to my back¿, "sharp shooting pains from the outer edge of the right implant into my armpits and a random stabbing", "burning pain upon taking deep breaths", on (B)(6) 2019 ¿found a painful, small, palpable lump that appeared on the outside edge of my right implant¿, "=¿ultrasound indicated multiple fluid areas around right implant and enlarged lymph node" and "various autoimmune symptoms". Device remains implanted. This record is for the right side.